Event description:
According to initial reports, "surgeon stated he was going to explant a pulmonary valve because it was failing. No additional information was provided." Additionally: "surgeon replaced a failing pulmonary valve homograft on (B)(6) 2022. Homograft implanted 2019. Right side heart failure original reason for homograft. Patient history - infant pulmonary valve stenosis. This event is relegated to sgpv00 sid (B)(6).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
According to initial reports, "surgeon stated he was going to explant a pulmonary valve because it was failing. No additional information was provided." Additionally, "dr. (B)(6) from (B)(6) hospital replaced a failing pulmonary valve homograft with an edwards valve on (B)(6) 2022, homograft implanted 2019, right side heart failure original reason for homograft, patient history - infant pulmonary valve stenosis. This event is relegated to sgpv00 sid (B)(6) dn 132678. The product will not be returned to the manufacturer for evaluation. A review of the information was performed, and it was confirmed that all records were controlled, available for review, and met all specifications. The certificate of assurance for sgpv00 batch number (B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. No graft specific ncs were identified. During the final inspection of this graft, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training records, and sizing certifications were reviewed. The inspector passed his sizing certification prior to performing inspection on 09/11/2014 and following inspection on 02/24/2015. No findings were identified that could have contributed to the reported event. No further action is needed. Per the implant summary database, this synergraft pulmonary valve (sgpv) was implanted into a 31.5-year-old male on (B)(6) 2019 used as a pulmonary valve. The patient has a history of congenital heart disease per the information provided above. On (B)(6) 2022, approximately 3.5 years later, the patient underwent another operation wherein the sgpv was explanted because it was failing. The precise mechanism of failure remains unknown at this time and no tissue was returned to artivion for evaluation. The cardiac instructions for use (IFU) list the adverse events which have been reported with the use of cardiac allografts as well as other heart valve prostheses and should be considered when selecting the optimal valve replacement for each recipient. No tissue sample was returned for evaluation and there is insufficient information to determine a root cause of the reported explant 3.5 years post-operative. Adequate precautions are provided in the IFU. No further actions are necessary a complaint and recall query was performed for sgpv00 sid (B)(6) to identify previously reported complaints or recalls associated with this complaint. No complaints or recalls were identified for this serial number. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The processing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary.